Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis mp system. During a patient procedure, no xray was possible and the exam was aborted. We are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a failure of the rtc (real time computer). Specifically, a hardware failure in the power supply of the computer caused the problem. The affected rtc, including the power supply, was exchanged. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.